Event description:
Our rep is reporting to us that the patient underwent a successful arthroscopic acl procedure on (B)(6) 2010 with the use of a mitek rigidfix cross pin kit for fixation. Subsequently on a follow-up exam, x rays were taken and revealed that a portion of one of the rigidfix guide sleeves, the distal end, was captured in the bone; apparently had broken off at the end of the surgery when the surgeon or the tech was retrieving it from the body and was not noticed at that time. Outside of this there were no other issues or harm to the patient. The surgeon informed the patient's parents, and is not concerned about this. The device was discarded at the facility.

Manufacturer narrative:
Nothing is being returned for evaluation; discarded at user facility, and no lot number has been supplied; both of which preclude conducting an evaluation and a lot review. However, historically this type of failure is associated with not using the proper technique to remove the guide sleeve from the bone. The most likely scenario is that the user either did not use the proper sleeve removal tool and/or the user torqued the device from side to side as opposed to pulling straight out to remove it, causing the metal of the guide tube to fatigue and fail; break off. Although the surgeon feels that there was no injury to the patient the fact that the broken fragment was not retrieved from the patient, posses the possibility that patient injury could potentially occur. We do not know what impact, if any; this would have on the patient. It is because of this uncertainty that this report is being filed to document this event. At this time no corrective or further action is required. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.